Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the consultant surgeon had fired the contour device with absolutely no issues - device cut and stapled as normal and as expected from the device. However, the device was reloaded (can be reloaded 6 times) and fired as normal but this time it failed to staple - just cut. This resulted in the surgeon having to suture the anastomosis by hand. There were no patient consequences or change to the post-operative care.